Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter indicated that when the battery was replaced the pump screen remained blank but emitted audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2013 with the following findings: the pump booted to the verify screen with normal contrast and no dim/fading screen. Pump cover was removed to inspect internal components. No moisture corrosion visible in pump compartment. There was no defect found.